Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash under all three therapy electrode pads. The patient's physician recommended applying lotion to the rash. Follow up indicated that the patient's rash was improving.